Event description:
On 8th december 2023, rayner received notification from its distributor in the netherlands of an event that occurred use of ophteisbio viscoelastic. The event description provided states that during injection of the viscoelastic into the eye, suddenly the white part of the syringe came off resulting in a unexpected forward movement of the needle into the eye, penetrating the posterior capsule.

Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The event description provided states that during ovd insertion, part of the syringe came off resulting in an unexpected movement of the needle into the eye, penetrating the posterior capsule, causing damage to the posterior capsule, necessitating iol explantation. The capsular bag - fixated iol was explanted and and a sulcus-fixated iol was implanted during the original surgery session. The rayner ovd use fmea identifies the following as possible causes of the ovd syringe damage: inadequate user ability; and user attempts sterilisation and reuse of product and operator error (poor handling technique). The device was discarded by the healthcare facility. There is an insufficient information available to determine the root cause of the reported event. A review of vigilance data confirms that this is an isolated event. No other reports of this failure mode have ever been reported to rayner.